Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for evaluation; therefore a failure analysis of the balloon catheter could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 95% stenotic, and de novo lesion was located in the moderately calcified and severely tortuous mid left anterior descending (lad) artery. Upon attempting to treat the lesion, the 15mm x 2.0mm quantum maverick mr balloon catheter was advanced through the calcified lesion and ruptured at under nominal pressure. The number of inflations is unk. The balloon catheter was removed from the pt without incident. The procedure was successfully completed with a different device. There were no patient injuries or complications. The pt's status was reported as "no problem."